Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with the following pre-op diagnosis: severe spinal stenosis at l2-5. Severe instability of l3 on 4 with a marked mobile spondylolisthesis. Procedure: l2-5 posterolateral spinal fusion. L2-5 posterior instrumentation. Right iliac crest graft supplemented with local bone graft and rhbmp-2/acs one large kit. Preop: the bone graft had been tubularized in an rhbmp-2/acs sponge and was placed in the lateral gutters. Small rhbmp-2/acs sponges were placed in the facet joints where they remained and packed with cancellous bone. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.